Manufacturer narrative:
The patient sample was tested using the fujirebio hcv score method, and the result was indeterminate (1+ ns3 band). It cannot be determined which result is correct due to the indeterminate immunoblot result. False reactive results may occur in elecsys anti-hcv ii as the assay has a specificity of < 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys anti-hcv ii assay performs within specification.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 801 analytical unit and an unknown roche analyzer. The sample was initially rested on the customer's e 801 analyzer, resulting in an anti-hcv value of 53 coi (reactive). The sample was sent to another laboratory for testing on an unknown device and it resulted in an anti-hcv value of 0.6 coi. The sample was repeated on the customer's e 801 anlayzer on (B)(6) 2025, resulting in an anti-hcv value of 59 coi (reactive). The sample was provided for investigation where it was tested on an unknown roche device on (B)(6) 2025, resulting in anti-hcv values of 62.3 coi (reactive) and 62.6 coi (reactive). During investigations, the sample was also tested using an unknown clia method, resulting in an anti-hcv value of 0.69 s/co (non-reactive).

Manufacturer narrative:
The serial number of the e 801 analyzer is: (B)(6). The serial number of the other roche analyzer was requested, but not provided. The investigation is ongoing.